Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room on (B)(6) 2021 due to a blood glucose level of approximately 41 mg/dl. Reportedly, the customer was in ER for 3 hours. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.